Event description:
It was reported that a smiths medical pump alarmed "no disposable pump, won't run." Res vol is 82.9 ml, rate is 2.0 ml per hr. Given is 9.10 ml. Air observed in the tubing that extends across the top of the cassette. Patient not affected.